Event description:
(B)(4) - it was reported by the consumer that two of the legs of the 96-2 shower chair folded up during use, and allegedly caused him to fall and hurting his back. There were no cuts or bruising reported. However, he informed that he was going to seek medical attention due to unspecified back injury. Should we receive additional information, this file will be reviewed, and a supplemental report will be submitted.